Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
See MDR 1036844-2014-00331 for the first event with the same pt. It was reported the procedure was being performed on a female pt in her (B)(6) in the emergency room. A second kit was opened and the clinician reported they were attempting to insert the catheter into the pt's right internal jugular. Again they were unable to thread the spring wire guide through the arrow raulerson syringe. At which time everything was removed and they found the spring wire guide was kinked. A third kit was opened and was placed successfully into the pt's right femoral. There was a delay in treatment with no pt harm and no pt death or complications reported.